Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: an unspecified date of (B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "torsion clamp" of minicap transfer set did not close completely. This occurred before use of the device for peritoneal dialysis therapy. The transfer set was change. There was no patient involvement. No additional information is available.